Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation / evaluation: (B)(6) hospital in the united states stated that during an art-line removal, the catheter hub from a c-pms-250-ra, separated from the rest of the device. A portion of the device remains in the patient and an attempted removal in an additional procedure was unsuccessful. There are no plans to remove the portion of the device at this time and the patient was discharged following a prolonged hospitalization. A review of the drawing, product labeling, and quality control procedures of the device, as well as a visual inspection of the returned product, were conducted during the investigation. The hub of the catheter device was returned to cook for evaluation. Close up images of the catheter hub shows a small portion of the catheter cannula still attached. The remaining portion of the catheter cannula looks to be broken off. Additionally, a document based investigation evaluation was performed. A review of the device master record concluded that there are process checks during the manufacturing process to identify and prevent non-conforming material from leaving house. Based on the device master record and the device failure analysis, there is no indication the device was manufactured out of specification. A review of the product's instructions for use was not conducted as this product is not supplied with an IFU pamphlet. The customer was not able to provide a lot number and a review of sales could not identify the lot number. Therefore, it is not possible to perform a review of the device history record. Based on the information provided, the examination of returned product and the results of the investigation, it was concluded the likely cause for this failure is component failure with no design or manufacturing issues. However, other potential contributing causes are unintentional device damage due to manipulation during placement, unintentional damage from patient movement, or damage from tight sutures if the device was secured with sutures around the catheter shaft. These potential causes could not be confirmed. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information, it was reported that the patient experienced prolonged hospitalization due to the complaint event.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 29sep2021, it was reported that there are no plans to remove the fragment from the patient at this time. The patient has been discharged. Competitor tubing was connected to the hub of the device.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided 19oct2021 clarified that the attempt to remove the fragment was an additional procedure. The patient has not experienced any adverse effects.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: biomedical engineering tech. PMA/510(k) #: preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during removal of a radial artery pressure monitoring set, the hub broke off. As a result, a portion of the device was left inside of the patient. Attempted removal of the fragment was unsuccessful. Additional information regarding the patient, device, and event has been requested but is currently unavailable.